Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of a brownish substance coming from the inside was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tear inside the channel. Based on the results of the investigation contamination and stress problems were identified. A probable cause could be traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when reprocessing the uretero-reno videoscope a brownish substance came from the inside. Multiple attempts were made to reprocess; however, the issue persisted. There were no reports of patient involvement.